Event description:
It was reported that during a procedure for diagnosis, some biopsies were taken. Then, on x-ray it was noted that the forceps were not closing but the handle was working. On removal it was noticed that both pull wires had disconnected from the biopsy forceps cups.